Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace (ha) instrument blade was broken off and fell into the patient¿s anatomy. The fragment was retrieved in the same procedure. The customer used a new ha instrument to continue with the procedure. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken blade of the harmonic ace (ha) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the distal end. The blade broke at roughly 0.19¿ from the base. A broken piece was returned with the instrument. The complaint regarding the broken blade was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The instrument was inspected prior to use with no issue identified. The fragment of the instrument fell into the patient¿s anatomy when the surgeon was performing a sealing surgical task. The instrument did not collide with any other instruments or tools. The fragment was retrieved by using a laparoscopic forceps instrument. No additional surgical procedure was performed to remove the fragment. An x-ray was performed after the procedure. There was no video recording of the procedure available for isi review.